Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appears to be in good condition. Microscope inspection showed damage to the guidewire exit port, but the distal section of the tip was in good condition. A functional test with a test guidewire inserted indicated no resistance in tracking the guidewire into the catheter. Based on the evidence, the as reported code of tip detachment of device or device component cannot be confirmed. However, the as reported code of catheter resistance/friction is confirmed.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, resistance was encountered upon insertion of the catheter, and its movement was unusual. The catheter was then removed without any problems, and upon inspection of the tip, a crack was found. The procedure was completed with another of the same device. No patient complications or injuries were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, resistance was encountered upon insertion of the catheter, and its movement was unusual. The catheter was then removed without any problems, and upon inspection of the tip, a crack was found. The procedure was completed with another of the same device. No patient complications or injuries were reported.